Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v979673, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation, in the pocket. Described as shocks or pain. The primary care hcp (healthcare provider) office noted this started about a month ago, and has occurred about one per week. Patient was still get therapy benefit and good therapy benefit. This was a sudden event. Solutions for reducing shocking sensation was discussed by reducing amplitude, or changing programs. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.